Manufacturer narrative:
H3 other text : device serviced by third party service technician.

Event description:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to third party service center. During the evaluation of the device at the third-party service center, foam particles are not visible. And also found connector burnt. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.